Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert for capacitor charge time limit reached was observed via remote transmission. Prior to the transmission, the patient presented to the emergency room with a vt storm. The device charged multiple times. The patient went into cardiac arrest, was intubated and externally shocked multiple times. The patient was stable and discharged. When the patient presented to the device clinic after the transmission, the patient was no longer in vt. A charge dump was performed. The patient was fine.